Manufacturer narrative:
Date of event estimated. The results of the investigation are inconclusive as the product was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported that the patient's ipg was approaching end of life and had a status of 2.73v. The patient was still receiving therapy. Surgical intervention took place where the ipg was explanted and replaced to address the issue. Effective stimulation was restored.